Event description:
A us distributor contacted zoll to report that the patient developed an open wound from the ucor hfams patch. The patient described the area as bleeding, broken blisters with bruising around most of the patch area. There was no alleged device malfunction contributing to the wound. The patient's physician recommended removal of the patch due to the wound. The outcome of the wound is unknown.

Manufacturer narrative:
Na.